Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a catheter break occurred. During advancement to the moderately calcified lesion, the 3.00x24mm taxus liberte drug-eluting stent delivery system catheter broke. As it was still on the guide wire, it was able to be retrieved into the guide catheter and removed with the guide catheter without further incident. The procedure was completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. Product unavailable for analysis.